Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer had an unspecified issue with the pump's bolus settings. Subsequently, customer was hospitalized in the intensive care unit due to diabetic ketoacidosis. Treatment was administered via an unspecified insulin treatment, and saline. Reportedly, the customer was released on (B)(6) 2021. The customer reverted to manual injections for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.